Manufacturer narrative:
Date rec'd by MFR: 25jul2019. Information was received that confirms the touch screen was functioning. Based on the information provided, the incident is not a reportable event. There is no indication that the event reported is likely to cause or contribute to a death or serious injury. The navigation-ring not working does not affect the functionality of the ventilator while the touch screen is functional. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07may2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported a nav-ring issue. There was no patient involvement.